Event description:
It was reported that the nurse was in the process of attaching the IV tubing set to the patient when a crack was noted on the male luer spin collar. The spin collar did not leak as the infusion had not been initiated when the crack was noticed. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a male luer spin collar crack was confirmed. Visual inspection of the set noted that the male luer collar was cracked. Closer inspection under a microscope observed no stress marks or tool marks. Functional testing was not performed due to the set¿s broken male luer collar. The root cause of the male luer crack was not determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient diagnosis: esophageal cancer.

Event description:
The customer reported that the rn was in the process of attaching the IV tubing set to the patient when it was noted that the male luer spin collar was cracked. The cracked male luer spin collar did not leak as the infusion had not been initiated at that the time that the crack was found. There was no patient harm.